Manufacturer narrative:
Analysis: analysis of the interstim ii (serial#(B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the patient was fully identified and name spelling updated, weight was unknown. The hcp reported via the rep that there were no contributing factors to the header of the ins not accepting the lead. No patient injury was reported and no further complications were reported or are anticipated.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the header of the ins would not accept the lead. A new battery was opened which did connect and the issue was resolved. No patient injury was reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.